Event description:
It was reported that the patient noticed pump collapse with an inflatable penile prosthesis (ipp) for around two weeks. The patient noted that the pump would not refill unless the deflate button was depressed again. Troubleshooting was attempted; however, the patient requested help locating a new urologist. No additional information was reported.